Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 2.25x12mm xience alpine sds, aspiration was performed and saline mixed with blood was noted in the balloon. The device and syringe had blood on it from other devices used in the procedure. This device was not used and did not leave the prepping table. There was no patient involvement. Another device was used in replacement. There was no additional information provided.